Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review of the episode summary, multiple episodes of non-sustained right ventricular oversensing were discovered. Programming changes were made. Patient remained asymptomatic.

Event description:
New information revealed the cause of the non-sustained right ventricular oversensing episodes to be intermittent t wave oversensing.